Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the product analysis on the device received, the inner channel and outer cage are kinked. The findings meet regulatory reporting criteria. (B)(6). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombectomy of the intracranial anterior circulation, when the introducer connected to y connecter, the physician pushed the embotrap ii 5x33 revascularization device (et007533, 20j112ac) into a prowler select plus microcatheter (mc). The stent was stuck in y connector and could not advance anymore, the physician withdrew the stent and observed that the tip of introducer was kinked. Switched a new product and completed the surgery. It was not necessary to remove the microcatheter. There was no report of patient injury. Additional information received indicated that the event did not result in patient injury, death, or additional intervention. The current condition of the patient is fine. The microcatheter was not damaged during manipulation of the device or noticed to be damaged upon removal from the patient. Nothing was obstructing the introducer. A continuous flush on the microcatheter was maintained. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. No excessive force was applied to the device. The initial examination of the returned embotrap device identified deformation of the proximal section of the outer cage and inner channel of the embotrap device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e. Kinked struts of the proximal sections of the outer cage and inner channel are consistent with attempted delivery into a microcatheter against significant resistance. The returned embotrap device was successfully passed through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample prowler select plus microcatheter. The returned embotrap device delivered to the distal tip of the sample prowler select plus microcatheter without issue. Attempts to deliver the returned embotrap device with poor insertion tool seating was attempted, with the embotrap device failing to deliver with a gap of 2mm between the insertion tool and the microcatheter lumen. Recreation of damage similar to that observed on the returned embotrap device was achieved through delivery attempts of a sample embotrap device with a sample prowler select plus microcatheter with poor insertion tool seating. The sample embotrap device failed to deliver with a gap of 8mm between the insertion tool and microcatheter lumen, and attempting to advance the device against the resistance present resulted in kinking of the proximal struts similar to what was observed on the returned device. A review of the manufacturing documentation associated with lot 20j112ac presented no issues during the manufacturing or inspection process that can be related to the reported complaint the returned embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. A visual examination of the microcatheter used during the complaint event was not possible as the microcatheter used during the complaint event was not returned for examination. The returned device was successfully passed through a 0.0195¿ tube, confirming the profile of the returned device conforms to the requirements for compatibility with 0.021¿ microcatheters. The returned device was also successfully delivered to the distal tip of a sample prowler select plus microcatheter with no issues introducing the device through the hub of the sample microcatheter. The returned device failed to deliver in the sample microcatheter when poor insertion tool seating was present. Damage similar to what was observed on the returned device was recreated through delivery assessments of a sample embotrap device with poor insertion tool seating into a sample prowler select plus microcatheter. Previous investigations of similar complaint events have also demonstrated that a probable cause of failure to advance through the microcatheter hub, is a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device (or a failure to maintain the insertion tool in a fully seated position whilst advancing the device). This results in partial expansion of the device in the gap between the insertion tool and the microcatheter lumen, and the possibility of resistance to device delivery through the microcatheter hub. Another possible cause is a localized obstruction or occlusion of the microcatheter lumen, prevent device delivery. Either of these scenarios will result in resistance to advancement of the embotrap device, and attempts to advance the device against significant resistance will result in damage to the proximal section of the device as was observed on the returned device. There is no indication that this complaint was as a result of a defect with the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a mechanical thrombectomy of the intracranial anterior circulation, when the introducer connected to y connecter, the physician pushed the embotrap ii 5x33 revascularization device (et007533, 20j112ac) into a prowler select plus microcatheter (mc). The stent was stuck in y connector and could not advance anymore, the physician withdrew the stent and observed that the tip of introducer was kinked. Switched a new product and completed the surgery. It was not necessary to remove the microcatheter. There was no report of patient injury. Additional information received indicated that the event did not result in patient injury, death, or additional intervention. The current condition of the patient is fine. The microcatheter was not damaged during manipulation of the device or noticed to be damaged upon removal from the patient. Nothing was obstructing the introducer. A continuous flush on the microcatheter was maintained. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. No excessive force was applied to the device. Based on the product analysis on the device received, the inner channel and outer cage are kinked.